Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the rep that the dh105 blade was used with a harmonic scalpel. Apparently there was post operative bleeding and the pt was brought back to the operating room. A reoperation with electrocautery was used to coagulate and to stop the bleeding. The device was discarded.